Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the clinician clicked on the patient's episode list on the remote monitoring report, the episode populated with another patient's episode reports. The issue is currently under investigation. The clinic has trained staff accordingly to verify patient information. No patient complications have been reported as a result of this event.